Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. The unit was received with moisture damage on electronics assembly, motor, vibrator motor or battery tube. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report an unresponsive keypad due to getting the device wet. The customer's blood glucose level was 154 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.